Manufacturer narrative:
Two used company cartridges were returned with three unopened 10-count company cartons for reported lot. One sample was pulled from each returned carton for evaluation. The two used company cartridges were numbered 1-2 for evaluation purposes. The two used company cartridges were microscopically examined. Inadequate viscoelastic was observed in the cartridges. One cartridge tip had a large aneurysm in the top center. The second cartridge tip had a large aneurysm in the top center, which had torn open. Both tips exhibited heavy stress. Both used cartridges had evidence of placement into a handpiece. The two used company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Three of the returned unopened company cartridges were numbered 1u-3u for evaluation purposes. The three unopened company cartridges were microscopically examined with no damage or abnormalities observed. The three unopened company cartridges were functionally tested per the IFU. No lens or cartridge damage was observed after the lens delivery. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter, handpiece and viscoelastic information were not provided. It is unknown if qualified products were used. The root cause for the observed damage may be related to a failure to follow the IFU. Inadequate viscoelastic was observed in both used cartridges. The aneurysms and heavy stress would indicate the lens/plunger were not in acceptable positions for advancement. It is unknown if qualified associated products were used. Three of the unopened company cartridges were for the reported lot were evaluated. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed after the lens deliveries. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cartridges burst when used. Additional information was requested, but no further information is available.